Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The instrument was returned, visually and microscopically inspected. The distal tip of the instrument was broken at the threaded feature. Analysis of the fracture face indicates that the failure likely occurred in torsion.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during surgery a tip from a straight inserter broke and remains in the patient confined to the cage. There is no scheduled revision at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during surgery a tip from a straight inserter broke and remains in the patient confined to the cage. There is no scheduled revision at this time.